Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jkb909; batch# jjp841; batch# jjh884.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and topical skin adhesive was used. Prior to the procedure, the package was marked with a different tag than what was on the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Additional information has been requested.